Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that by the patient that their implantable pulse generator (ipg) and leads were removed. Patient reported that their "body rejected it" that it started as "old blood" and then their skin split "down below" (not at incision) and could see corner of device. Follow-up with the clinic indicated that the system was removed but there was no clear reason as to why it was removed. It was noted that the patient had hematomas around the device. The system has not been replaced. No further patient complications have been reported as a result of this event.